Event description:
The patient was admitted for an elective coronary angiogram. Femoral approach was chosen for the procedure. The target lesion was the mid left anterior descending. The vessel was isr of a bms (details unknown). The lesion was not calcified, concentric, diffused, ostium and bifurcated lesion. There was 100% stenosis (cto). Aha.acc classification of the vessel was a type c. Pre-dilation was conducted with a balloon (2.0/20mm) at 12atm. Inflation time unknown. The 1st cypher stent (2.5/23mm) was implanted at 14 atm for more than 61 seconds. 2nd cypher stent (3.0/33mm) was implanted at 18atm for more than 61 seconds at the proximal end of the 1st cypher stent. 3rd cypher stent (3.0/33mm) was implanted at 18atm for more than 61 seconds overlapping the proximal end of the 2nd cypher stent. The 3 cyphers were all overlapping each other. Post-dilation was not conducted. Ivus was conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual % stenosis was 23.1%. Eight-month follow up coronary angiogram was conducted and focal restenosis was observed at the inside of th implanted stents. (Probably on the most distal cypher). The patient didn't complain of chest pain. There was 72.9% stensois. To treat the restenosis,poba was conducted with a balloon (2.5/15mm) at 22atm for 15 seconds. The residual % of stenosis was 17.2%. The patient was in stable condition. Physician's comment: this restenosis could have happened with any bms, so nothing unusal with a cypher stent. Please note that this device is distributed outside the united states; however, it is similar to the united states product the product is not available for analysis. Additional information will be submitted within thirty days upon receipt. Please reference #9616099-2006-00413.